Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the forceps elevator wire of the subject device was loose and partially cut, and it was surmised that this phenomenon might be caused by wear and tear damage with increasing use/time. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that the forceps elevator wire of the subject device was damaged. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon (breakage of the forceps elevator wire) could not be conclusively determined. However, based upon the information from oekg and similar past cases, omsc surmised that this phenomenon was attributed to the fatigue breakdown of the forceps elevator wire due to repeated forceps raising operations, and to the repeatedly brushing cleaning around the forceps elevator and/or the repeatedly attachment/detachment of the distal cover. If additional information is received, this report will be supplemented.